Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced multiple cerebrovascular accidents (cva) in the right frontal temporal hemisphere as well as the right basal ganglia and the right caudate with subsequent left-sided weakness. Neurology hypothesized either a large vessel related to carotid occlusion versus lacunar stroke. No further information regarding this incident was provided.

Manufacturer narrative:
A correlation between the device and the reported cerebrovascular accidents could not be determined. The instructions for use lists stroke as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: information was reported by the vad coordinator stating that the facility does not have the patient's equipment and the pump was not explanted.

Manufacturer narrative:
The pump remained in use supporting the patient until approximately 4 months later he expired (reference MFR. Report# 2916596-2014-01630). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.